Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on manufacturing review, the product met specifications at the time of release. (B)(4).

Event description:
A materials manager reported the circle scan did not position properly for capsulorhexis and defaulted to the bottom of the screen while planning for laser assisted cataract surgery. The doctor elected to disable the capsulorhexis and lens treatment and continue. This occurred on two successive patients. Additional information has been requested.

Manufacturer narrative:
A company representative went on site and performed verifications on the system. The company representative was unable to replicate the reported event. No associated error message was found in the error log. Laser system was tested and verified to meet specifications. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).